Event description:
It was reported that the device became stuck on the wire. A 1.25mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use in an atherectomy procedure. After atherectomy was completed, it was noted that the device adhered to the rotawire. The devices were removed through the 5fr sheath. The procedure was completed. No complications were reported, and the patient had good results.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. The burr catheter was received attached to the advancer unit with the rotawire separated from the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection found no damage or defect with the returned device. The rotawire returned with the complaint device was used to test with the rotalink device. The wire was inserted into the burr and advanced through the device and out of the proximal end. The wire advanced easily and without issue. No issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device became stuck on the wire. A 1.25mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use in an atherectomy procedure. After atherectomy was completed, it was noted that the device adhered to the rotawire. The devices were removed through the 5fr sheath. The procedure was completed. No complications were reported, and the patient had good results.